Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, hypertensive, gallbladder removal in 2001, right lower quadrant pain, paresthesia, vitamin d deficiency, wheezing, vaginal discharge, vulvovaginal candida, urinary frequency, painful urination, multigravida, parity 2, asthma and ovarian cyst. Concomitant products included canagliflozin (invokana) in 2014 and salbutamol sulfate (proair hfa) since 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia), excessive and frequent menstruation"). In 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), gouty arthritis ("other injury or complications: gouty arthropathy"), cyst ("other injury or complications: cyst") and endometrial disorder ("other injury or complications: proliferative endometrial tissue"). The patient was treated with surgery (total hysterectomy, bilateral salpingo oophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, urinary tract infection, vaginal infection and anaemia had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fungal infection, gouty arthritis, cyst and endometrial disorder outcome was unknown. The reporter considered anaemia, cyst, dysmenorrhoea, dyspareunia, endometrial disorder, fungal infection, genital haemorrhage, gouty arthritis, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion, results were normal and tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginitis, uti, yeast infection, heavy bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, vaginitis, yeast infection , blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Patient's medical history was added. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.